Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17597136) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f brite tip sheath introducer (11 cm) was attempted to be inserted but it could not go through the right internal jugular vein. Therefore, it was replaced with a new 4f non-cordis sheath introducer and a 7f brite tip csi (23 cm str) was inserted in the vessel. After the procedure (date unknown) during the image diagnosis of CT exam and confirmed during the preoperative image diagnosis, a foreign material (metal fragment) was confirmed inside the neck muscle. The size of the fragment was about 2 mm. As per sales information ¿the medical staffs was concern that the foreign material was separated from the catheter(s) that were used in the procedure and remains inside the patient. The physician commented the there was no resistance felt with the complaint brite tip sheath during the procedure and at removal. The sales rep explained the material of the brite tip sheath¿s distal marker. The detail of the foreign material is still unknown, the decision has not made if they follow up or extract it¿. There was no reported patient injury. The complaint brite tip sheaths have been discarded in the hospital. The target lesion was the internal jugular vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, this was a stricture dilatation after liver transplantation case. The access site was the right internal jugular vein. A 4f non-cordis angio catheter and a non-cordis guidewire crossed the lesion. Then, a powerflex pta (6 mm*4 cm) balloon catheter was used to complete the stricture dilatation. All the devices were removed from the patient and the procedure was successfully completed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that there were no visible signs of device/package damage prior to use. The devices were not resterilized. The devices were prepped according to instructions for use (IFU). There were no anomalies noted during or after the devices were prepped. There were no kinks/bends noted on either one of the devices. The insertion difficulty was not caused by a blockage of possibly injectable material. There were no kink/bent noted after devices were removed from patient. There was no unusual force used at any time during the procedure. The products were removed intact (in one piece) from the patient. As reported, a 5f brite tip sheath introducer (11cm) was attempted to be inserted but it could not go through the right internal jugular vein. Therefore, it was replaced with a new 4f non-cordis sheath introducer and a 7f brite tip csi (23cm str) was inserted in the vessel. After the procedure (date unknown) during a CT exam, a foreign material (metal fragment) was confirmed inside the neck muscle. The size of the fragment was about 2 mm. As per sales information, ¿the medical staff was concerned that the foreign material was separated from the catheter(s) that were used in the procedure and remains inside the patient. The physician commented the there was no resistance felt with the brite tip sheath during the procedure and during removal. The sales rep explained the material of the brite tip sheath¿s distal marker. The detail of the foreign material is still unknown. The decision has not been made if they will follow up or extract it¿. There was no reported patient injury. The target lesion was the internal jugular vein. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, this was a stricture dilatation after liver transplantation case. The access site was the right internal jugular vein. There were no visible signs of device/package damage prior to use. The devices were not resterilized. The devices were prepped according to instructions for use (IFU). There were no anomalies noted during or after the devices were prepped. There were no kinks/bends noted on either one of the devices. The insertion difficulty was not caused by a blockage of possibly injectable material. There were no kink/bent noted after devices were removed from patient. There was no unusual force used at any time during the procedure. The products were removed intact (in one piece) from the patient. A 4f non-cordis angio catheter and a non-cordis guidewire crossed the lesion. Then, a balloon catheter was used to complete the stricture dilatation. All the devices were removed from the patient and the procedure was successfully completed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17597136 was performed and it was found that no defective units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.